Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A flow accuracy test was performed and the results found to be within product specifications. The event history log was reviewed; however, the date of the reported event could not be identified. Infusion data were examined, and no excessive alarms or programming errors were observed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had flow issues. During an unspecified infusion, the novum pump was infusing; however, there were no drips observed in the drip chamber. Additionally, the reporter stated the ¿IV tubing was compressed super tight.¿ the pump was infusing but was not dripping in the chamber. IV tubing was compressed super tight when nurse attempted to remove it. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.